Event description:
It was reported that there was error "motor service due." The customer returned the product for motor service due error, and during physical inspection it was found that the air detector was damaged, and the downstream occlusion (dso) seal was detached. This occurred during preventative maintenance, and there was no patient involvement.

Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a detached downstream occlusion (dso) seal and damaged air detector. The cause of the customer reported problem was the defective dso sensor. The pump was in good condition, no physical damage was found, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and air detector, and performed sensor calibrations, and the pump passed all functional tests and performed as intended after repair.